Event description:
Got my implants in (B)(6) 2017 and have been extremely sick since 2 months after getting surgery. Some symptoms I've experienced are neuropathy, severe panic attacks, constant flu like symptoms, migraines weekly, no energy, intolerance to alcohol and foods, extreme fatigue, tingling in arms and legs, etc. I was working out 4-5 weeks prior to surgery and have been sick for the past 1.5 years. I cannot wait to get them removed and pray that I can heal from these harmful products. I cannot believe these are still allowed on the market and I'll do everything to get them banned! Over (B)(6) spent in medical bills, hospital bills, every lab test under the sun ran (including test for random poisons, heavy metals, lyme, etc), everything checked out perfectly. I am healthy according to traditional lab work but feel deathly ill. Think about the 80,000 women who know their implants have made them sick and now how much money you are getting to continuously put them in people!! You should be ashamed for allowing implants to still exist. FDA safety report ID # (B)(4).